Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. Programming changes were made. The patient was asymptomatic. There were no patient consequences reported.